Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they were very disappointed with the device as it did ¿nothing.¿ there was a tingling sensation on the leg ¿all the time¿ when the patient first received the device and had it reprogrammed ¿several times.¿ the patient was still wearing pads and wanted to see about getting the device removed. Additional information reported on 2016-04-28 patient spoke with their primary care physician and stated that the device never worked from the start. On (B)(6) 2016. The health care provider referred her to a gynecologist for a bladder sling asap. When the device was first put in they tried several times to adjust the implant. At one time patient had nerve sensation going all the way down their left leg. At 35.00 office call, patient quit going due to cost and it not working. The patient felt the device was of zero use, the health care provider more, more or less talked patient into the device stating it worked well with other patients. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.